Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier did not apply the clips on specimen. The clip applier was unloaded and reloaded, attempted a second time and the same occurrence happened. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.